Event description:
It was reported that the patient underwent revision surgery approximately eighteen years post implantation due to intermittent locking sensation in their right knee prosthesis. The patient denied experiencing pain, fever or chills. Intraoperatively, a fractured inlay was observed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: . G2: foreign - event occurred in germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately seventeen years post implantation due to fractured inlay. During the revision the anterior portion of the inlay was noted to still be in-situ while the posterior was dislocated posteriorly. The femoral and tibial components were well fixed. The inlay was revised without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a2, a4, b4, b5, b7, d1, d2, d4, d6a, g3, g6, h2, h6, h11. The following sections were corrected: b3, d6b, d10 - therapy date. D6a - initial right unicompartmental knee arthroplasty was performed on an unknown date in 2009 sana klinik. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.